Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd luer-lok¿ disposable syringe was found with foreign matter as ¿particulate contamination were found in syringe.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Since no samples displaying the condition reported are available for examination, bd was unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Investigation conclusion: no root cause can be determined as no samples were received.